Event description:
It was reported that the system 2600 had a burning smell emanating from it. It was reported that there was no patient involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The collimator driver regulator circuit board was replaced. The system was tested and found to be working as intended and placed back into service.